Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead the physician affected the patient's bundle of his. There was inquiry of the implant procedure and how to address the dependancy of the patient during the procedure. No further patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Several attempts were made to for clarifying details as to the patient and model/serial involved in this event. However, through the investigation there was no way to identify these specific details. As no further information concerning this report is expected, our investigation is complete. The model number was updated to a generic heart failure lead. This investigation will be updated should further information be provided.